Manufacturer narrative:
The na electrode lot number is x20_2024 and the expiration date is 31-mar-2025. The field service engineer (fse) found that the vacuum nozzle and the dilution vessel were damaged. The fse replaced the vacuum nozzle and performed calibration and qc successfully. The investigation determined the event was due to a mechanical/wear issue. The service maintenance actions performed by the fse resolved the issue. No further issues were reported by the customer.

Event description:
There was an allegation of questionable na electrode results for multiple patient samples on a cobas pure c 303 analytical unit. The reporter was able to provide one example of discrepant results: the initial na result was 149.5 mmol/l. The sample was repeated on another c303 analyzer and the repeat result was 136.9 mmol/l. The questionable result was not reported outside the laboratory because it was noted during the medical validation.